Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had experienced a fall approximately 6 months earlier and complained of pain and grinding in his ceramic/ceramic hip which was implanted in 2005. Pain was severe enough that pt wanted a revision. Upon exploration and removal of liner, screw and head, it was noted that nothing appeared wrong or unusual with implants. No stripe wear, no particles, the implants looked fine. Surgeon replaced ceramic and head with a poly 40mm liner and a plus 5mm metal head. Implants were requested to keep by pt."